Event description:
Fake hiv test put on shelf at walmart in (B)(6). Lot numbers and reference numbers do not match as well as trademark logo on packet that stick comes in which I believe gave me a false negative result which can lead to infecting other individuals due to inaccurate results. I let walmart know of the issue because there wasn't a legit price code on the shelf either. Everything about the tests was suspicious. I have been under investigation and these men threatened to infect my kids with hiv as well as myself. I was injected with blood twice by two separate men. I believe that's why these were put on the shelf to falsify my results so I don't report it to police that I was injected. The two men I believe work for the investigators but I didn't know at the time.